Manufacturer narrative:
H3 product analysis #290421512:analysis information -- 2023-06-28 17:26:17 cst pli# 10 product ID# 97800 below is unedited, system generated text based on the analysis finding code(s). The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, output and telemetry testing, and functional testing. The implantable neurostimulator (ins) passed functional testing. Continuation of d10: product ID 978b128 lot# va2pdn9 serial# implanted: explanted: product type lead product ID 978b128 lot# va2r320 serial# implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the >4000 ohms could not be determined. The case was just supposed to be a lead revision due to a patient fall that was just mentioned to the rep. The removed the old lead and then proceeded to place the new lead on the opposite side of the lead removal. During testing of the lead prior to deployment, all electrodes had bellows and toe under 1.0ma. The doctor proceeded to tunnel the lead using the tunneling tool cephalad to the lead and over to the existing pocket on the left side of the patient. The lead was wiped off and inserted into the former ins. Impedance was tested and all electrode pairs are over >4000 ohms. They took off the battery, wiped off lead and tried again, but were still seeing >4000ohms, contact 1 was the problem on all electrodes. They tried to run impedances with a new communicator and programmer, but were still seeing >4000 ohms. Opened a new ins and ran impedance with that ins and it was still over >4000 ohms. The doctor had no other choice but to explant the lead and re-implant with a new lead. The doctor started over and re-implanted a new lead 978b128 and new ins. Finished the procedure, tested for impedance and there were no more impedance issues. They confirmed the issue has been resolved. (B)(6) 2023 e2, e3 (rep): no new information 2023-jun-07 e4, e5, rpx4 (rep): no new information 2023-06-28 an_eval (rep): no new information for this event description [see general text for omitted information]

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the cause of the >4000 ohms could not be determined. The case was just supposed to be a lead revision due to a patient fall that was just mentioned to the rep. The removed the old lead and then proceeded to place the new lead on the opposite side of the lead removal. During testing of the lead prior to deployment, all electrodes had bellows and toe under 1.0ma. The doctor proceeded to tunnel the lead using the tunneling tool cephalad to the lead and over to the existing pocket on the left side of the patient. The lead was wiped off and inserted into the former ins. Impedance was tested and all electrode pairs are over >4000 ohms. They took off the battery, wiped off lead and tried again, but were still seeing >4000ohms, contact 1 was the problem on all electrodes. They tried to run impedances with a new communicator and programmer, but were still seeing >4000 ohms. Opened a new ins and ran impedance with that ins and it was still over >4000 ohms. The doctor had no other choice but to explant the lead and re-implant with a new lead. The doctor started over and re-implanted a new lead 978b128 and new ins. Finished the procedure, tested for impedance and there were no more impedance issues. They confirmed the issue has been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2r320. Product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that manufacturer representative (rep) called looking for assistance with troubleshooting impedances during full system replacement today. Caller is seeing >4000 ohms on all pairs using contact 1. They have tried to wipe the lead and reinsert, checked proper placement in the ins, checked the set screw to make sure the lead is holding in place and it was. During call, it was suggested that rep try stim using contact 1 to see if impedance would decrease but that didn't work. They tested the lead by itself and found the contact 1 is good at 1ma and seeing bellows. With the ins attached, they saw bellows at 3.4 ma. Suggested to try a new lead or a new ins, if it doesn't resolve.